Event description:
Device 1 of 3. Ref. MFR. Report: 1627487-2014-23099, 1627487-2014-23100. It was reported diagnostic testing revealed the pt has low impedance readings and the pt experienced positional stimulation. It was also reported when the pt lies down, stimulation feels stronger. Reprogramming was unable to resolve the issue. The pt's stimulation is currently turned off. It was also reported on (B)(6) 2014, the pt heard a loud "pop" and fell to the ground. The pt has also developed a "rocking" motion, and at the time of the fall, he was rocking. Follow-up info revealed the pt continues to feel positional stimulation. The physician believes the pt is feeling pain from the incisions and healing process. The pt is to keep the stimulation off until advised otherwise.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.